Manufacturer narrative:
(B)(4). Foreign source: japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that after the procedure, a small foreign body was identified on the patient's radiograph. The fractured piece is consistent with the tip of the inserter. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: plate and screw fixation and osteotomy is present at the proximal medial tibia. The fixation implements are intact. There is a linear metallic foreign body at the posteromedial joint space. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.